Event description:
Respiratory therapist noticed the nurse was having difficulty maintaining the pt's blood pressure. The therapist mentioned to the nurse that the pt was on +5 peep, and a decision was made to discontinue it. As the knob on the machine was decreased from 5 to 0, the pressure manometer rose up to 20 of pressure. The pt was taken off the ventilator and immediately ventilated manually with 100% oxygen. The manometer on the machine fell to 0. The therapist checked over the machine and everything appeared in order. The machine was then placed on the pt again, and the manometer rose to 20. The machine was removed immediately, and the pt was placed on another. The pt is currently unstable, and being treated for an air embolis.